Event description:
It was reported that prior to a vena cava filter placement procedure, the delivery system was allegedly ruptured. The procedure was completed by using another device. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one denali femoral delivery system kit was returned, and one photo was provided and reviewed. The photo shows the customer holding the dilator which is seen having a partial break at its distal end. No other anomalies noted. The dilator arrived loaded into the introducer sheath. During visual evaluation of the returned device, partial breaks were observed around the marker bands on the distal portion of the dilator. No other anomalies found. Therefore, the investigation is confirmed for the reported break as the dilator was noted having partial breaks on its distal end. A definitive root cause for the reported break and could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 01/2026), g3. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 01/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during a vena cava filter placement procedure, the delivery system was allegedly ruptured. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that prior to the filter placement procedure, the delivery system was allegedly ruptured. The procedure was completed by using another device. There was no patient contact.

Manufacturer narrative:
Our firm received an FDA email correspondence on 06-aug-2024 from MDR data systems team, ciaundria savoy, indicating that the information (specifically the unique device identifier (UDI) information in section d) of the previously submitted FDA form 3500a, was incorrect and a request was made to submit supplemental report(s) with the entire UDI number including the di and pi fields, all numbers, letters, parentheses, and symbols in the ¿unique device identifier (UDI) #¿ fields. This supplemental report is in response to that request. UDI related data quality updates only: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali products that are cleared in the us. The pro code and 510k number for the similar denali product is identified in d2 (procode) and g4 (PMA/510(k). D4: medical device expiration date- 2026-01-28; d4: UDI - (B)(4); g4: k240257, k160866, k143208, k130366; h4: device manufacturer date: 2023-02-01.